Manufacturer narrative:
Results: the catrx was fractured approximately 23.0 cm from the hub. Bends and kinks were present along the length of the catrx. Conclusions: evaluation of the first returned catrx confirmed kinks on the mid-shaft. If the device is forcefully advanced against resistance, damage such as kinks may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. The kink worsened to a fracture during handling; therefore, functional testing could not be performed. Evaluation of the second returned catrx confirmed kinks and revealed a fracture on the mid-shaft. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00672 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00672.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter and a non -penumbra sheath. During the procedure, while advancing a catrx through the guide catheter, the physician experienced resistance and subsequently, the mid-shaft to the distal segment of the catrx kinked. Therefore, the catrx was removed. The physician then advanced a new catrx through the guide catheter; however, the same issue occurred; therefore, the catrx was removed. The procedure was completed by stenting the vessel. There was no report of an adverse effect to the patient.